Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had a motor stall for about 12-16 hours (relative to (B)(6) 2018). The patient did not have an MRI, but it was unsure if the patient was exposed to electromagnetic interference (emi). Withdrawal was reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the pump was delivering fentanyl (¿4000 mcg¿ at ¿200 mcg¿). The motor stall event date was (B)(6) 2018. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was noted to be a rotor study. The pump was replaced on (B)(6) 2018. It was noted that the patient had severe withdrawal related to the event. The issue was resolved as of (B)(6) 2018 and the patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper shaft of gear two. If information is provided in the future, a supplemental report will be issued.